Manufacturer narrative:
For regularization - retrospective review / FDA request. This batch of screws presents no manufacturing defect. Everything conforms to specifications. Based on the manufacturing process records for this batch of ligafix screws, the source of the defect cannot be attributed to the manufacturing conditions. Screw no. 1: batch no. 141250 / rupture of the distal end of the screw: the combination of the following three factors could have caused this screw breakage: the first factor concerns the implantation site, the femur, which makes screw placement more difficult when using the inside/out technique. Since the screw is inserted through an arthroscopic portal, it is very difficult to insert the screw perfectly within the axis of the tunnel => evidenced here on the implant by a conical deformation of the hole through which the guide pin is inserted. The second factor concerns the anatomy of the entry point of the femoral tunnel, which here is almost perpendicular to the tunnel axis and which thus means that the screw head passes through the cortical wall at its maximum diameter, which is 8 mm for a tunnel having a diameter equal to 8 mm for a graft calibrated to 8 mm, unlike the entry point of the tibial tunnel which is located on an inclined plane and which generates an oblong shaped entry. The latter allows the screw to progressively cross the cortical wall. The third factor concerns the fact that the tunnel was not tapped, which generates a great deal of stress on the screw as it is being screwed through the tunnel, due to the compression of a ø8 graft, on a ø8 screw, through a ø8 tunnel. Screw no. 2: batch no. 133349 / rupture of the proximal end of the screw: given the conditions surrounding the implantation site regarding accessibility and anatomy as described above, given the flexibility of the pin related to its small diameter and its constituent material, it seems that a divergent trajectory of the screw caused its tip to break: the entry cone of the screw was jammed against the cortical bone. The tip of the screw was only weakly driven by the screwdriver in this area and was subjected to torsional stress at the junction point where the guide pin guiding are meets the screw recess. The tip of the screw being jammed, the torsional stress was greater than the yield point of duosorb, which caused the tip of the screw to rupture.

Event description:
(B)(4) - for regularization - retrospective review / FDA request. 2 screws broke following surgery: 1 broken screw tip and 1 broken screw head. 1st screw: lot 133349 - manufacturing date : dec. 8th 2013 - expiration date : dec. 8th 2016. 2nd screw: lot 141250 - manufacturing date : apr. 19th 2014 - expiration date : apr. 19th 2017.